Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported unintended movement and difficult to remove the device. It is possible that there were procedural interactions which resulted in increased tension on the device and therefore contributed to the unintended movement; however, this cannot be confirmed. Additionally, it is possible that the user technique of advancing the clip in conjunction with the difficulty positioning the device contributed to the clip getting caught in the chordae; however, this cannot be confirmed. The tissue damage was a result of the clip getting caught on the chordae. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage, difficulty to remove and unintended movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One mitraclip was successfully implanted medial of center. A second mitraclip was implanted and attempted to be deployed lateral of the first clip; however, while in the left ventricle (lv), the clip came in contact with the implanted clip. The first clip remained stable on the both leaflet and no damage occurred to the leaflets or the clip. The second clip was pulled back into the left atrium (la). A stabilizer was used when attempting to replace the clip; however, when the clip was advanced into the lv, it became caught in the chordae. Troubleshooting was performed and the clip was freed from the chordae, but the physician observed that some of the chordae had been cut causing a new jet to appear. To control the mr from the new jet, a third mitraclip was implanted, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.